Event description:
Reference number (B)(4). Event occurred in saudi arabia it was reported that patient faced adhesive issue with the infusion set during use on (B)(6)2024. Patient reported that tape was not sticking and lost the infusion set. The infusion set was in use for 3 days. No further information available